Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Off-label/misuse statement. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. G6 type of report ¿ additional information. H2: additional information/correction. H6: medical device problem code: correction ¿ updated due to a classification code change. H6: investigation findings ¿ additional information. H10 corrected data.